Event description:
According to the reporter: during open hysterectomy procedure the part of the needle broke off while suturing pelvic tissue. X-ray was used to try to locate the broken piece, suspected identification on (B)(6) 2017 but could not be retrieved / found, the surgical time extended due to the product problem. The device had been opened or removed from the packaging prior to use for 5 minutes. An additional new suture was used without issue. Patient status : alive- no injury .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.